Event description:
A call to technical services on 8/15/2012 , states that a device could not be interrogated. It was determined, that the patient had a medtronic device. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).